Event description:
It was reported the patient had surgery to revise the neurostimulator and tined lead. The revision was due to lack of efficacy. During the revision, the original lead was tested for motor responses. After the patient was implanted with the new neurostimulator and tined lead, good motor responses were present. The patient is doing okay post-revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).